Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited some wiggle to the part where the telescope attaches to the camera head. This is sometimes causing interruption in the picture and had happened more than once. The issue occurred during a laparoscopic appendectomy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on image due to ccd (charged coupled device) and slice on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged coupler. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.